Event description:
Reportedly, on (B)(6) 2021, an ICD was interrogated to deactivated the atp therapies and shock prior to CT imaging. The subject programmer remained in interrogation state during the scan. After the scan, the start, program and end buttons were found blank and disabled. The programmer had to be restarted to restore normal behavior.

Event description:
Reportedly, on (B)(6) 2021, an ICD was interrogated to deactivate the atp therapies and shock prior to CT imaging. The subject programmer remained in interrogation state during the scan. After the scan, the start, program and end buttons were found blank and disabled. The programmer had to be restarted to restore normal behavior.

Manufacturer narrative:
D3 (email address) and g1 (contact information): updated. Please refer to the attached analysis report.